Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 to treat lower arm pain. The patient participated in a successful trial with nalu and reported pain reduction with the trial system. The permanent implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cervical nerve at the t5 vicinity. The system was successfully activated and aproximately one week after activation the patient reported having experienced a seizure. Patient perception was that the seizure may have somehow been related to the nalu implant despite having no prior issues with the trial system or at the time of the system activation. Patient declined to use the system moving forward and requested to have it explanted. A full system explant was performed on (B)(6) 2024 per the patient's request.

Manufacturer narrative:
The physician verbalized to nalu personnel that there does not appear to be any correlation between the patient's medical condition and the nalu device. The seizure was unrelated to nalu, however the patient's spouse was adamant on removal of all implants after the seizure.